Event description:
Blood noticed leaking from the collection tubing during a blood draw. No noticable tear or hole in the tubing. Blood leaking from the middle, not at the connection site. Blood would not flow into tubes, required additional venipuncture.